Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a compromised forced sensor alarm during priming. Customer reports of not being able to exit the "prepare to prime" loop. Customer states drive support cap appeared normal. Customer's blood glucose was 105 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor during prime tested due to faulty force sensor resistor. The following cosmetic damage was noted: cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, broken belt clip slot, and cracked battery tube threads.